Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that the heated head of an iw952 cosycot infant warmer was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw952 cosycot infant warmer head was not returned to fisher & paykel healthcare. Thus, our investigation is based on the information provided by our customer and the knowledge of our product. Results: the customer reported that the heater head case was cracked. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Based on our knowledge of the product and this failure mode, it is likely that the damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in united kingdom reported that the heated head of an iw952 cosycot infant warmer was damaged. There was no reported patient involvement.